Event description:
It was reported the patient¿s implantable neurostimulator (ins) and therapy turned off and the patient was not sure why. The ins had been intermittently turning off. The ins was about 75 percent charged and the patient was able to use the patient programmer to turn therapy back on. The patient had been road traveling to different hotels and was at a concert when they found out that therapy was turned off. The patient went to recharge the ins and they noticed that the therapy was off. An impedance check was done in april and it seemed fine. The ins had not turned off since the patient was at a concert. The patient met with their healthcare professional (hcp) and the ins was checked with a clinician programmer. Codes were seen on the clinician programmer. The cause of the event was not determined. The patient later reported the ins battery was at 75 percent charged and the following day it was 25-50 percent charged. The ins had also turned itself on its own twice. The patient had recovered without permanent impairment. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient's device turned off while in (B)(6) and the patient had a loss of therapy.

Manufacturer narrative:
Concomitant products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v556377, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v270501, implanted: (B)(6) 2010, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).